Event description:
It was reported that a polarity switch was triggered for the pacing lead. High impedance measurements and oversensing were confirmed during the device check. Despite adjusting the settings, intermittent pacing was detected, therefore, a temporary lead was inserted. The lead was later capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).